Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that halfway through the case using vasoview hemopro 2. They noticed one side of the jaws had peeled away from the silicone. There were no components of the device (metal / silicone) that detached into the havesting tunnel / inside the patient. There were no procedural delays. They had to open another device to finish the case. There were no patient harms/effects.

Manufacturer narrative:
(B)(4). The lot # 3000430809 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.